Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including pressure testing and clear passaged under water testing and it was noted that the results were not satisfactory during clear passage under water testing. The set was unable to prime in the filter. The reported problem was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set would not prime past the filter when the nurse was priming the tubing with lipids. This was identified prior to patient use. There was no patient involvement. No additional information is available.